Event description:
It was reported via repair work order that the lift would drift due to a worn hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.